Manufacturer narrative:
Patient information is not available for reporting. The exact date of screw movement is unknown; however, it clearly happened following the procedure on (B)(6) 2016 and prior to discovery on (B)(6) 2016. This report is for one (1) unknown screw. (Other): without a valid part and lot number, the UDI is not available. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Used to report the revision procedure that took place due to the post-operative movement of the screw. As specific part and lot numbers for the complainant screw were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent an anterior lumbar interbody fusion (alif) procedure on (B)(6) 2016 during which a synfix-lr plate and screws were implanted. The following day, it was noted that one of the screws had backed out of the plate. The patient was returned to the operating room on (B)(6) 2016 to have the backed-out screw removed. No additional information pertaining to the patient or the procedure was provided. Concomitant devices reported: synfix-lr plate (part: 08.802.004s, lot: 9493273, quantity: 1). This report is for one (1) unknown screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. Device product code is ovd. System limitations would not allow for entry of this code. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the screw shows that the thread at the screwhead as well as the thread at the screwshaft is badly damaged, so that some areas of the green anodized color have disappeared. Furthermore it was found that the hexagonal recess at the screwhead is deformed. Based on the received information and without all involved implants we cannot determine the exact root cause of the complained issue. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. We are not able to define when the deformations were caused, but it is likely that this happened during the implanting or after explanting process. Due to the deformation signs at the thread, it is likley that the screw was not positioned aligned into the corresponding implant, so that the threaded part of the screw striated along the metallic surface of the implant. By this the threads probably get damaged and finally lead to the malfunction of the screw. Because of the several damages on the screw, the dimensions which are relevant for this complaint cannot be checked anymore. No product fault could be detected. Per device history record review were the parts manufactured according to the specification. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.